Manufacturer narrative:
The insulin pump had a frozen display after battery insertion. The electronic assembly was disassembled and reassembled with no display anomaly noted. All of the buttons functioned properly. However, the insulin pump was received with light corrosion to the keypad traces. The insulin pump was programmed with the current date and time and monitored in a 50 c oven for several days. The time and date functioned properly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 346 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.